Event description:
It was reported that due to the pt's anatomy, the user was unable to insert the sheathless intra-aortic balloon. Insertion of another intra-aortic balloon using a sheath was successful. There were no pt complications.